Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #7; cat# 5520b700 ; lot# abb8m. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# yrj5. Triathlon cr fem comp #6 l-cem; cat# 5510f601; lot# emhkm. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dkw029. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dkw029. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"At an office visit on (B)(6) 2016 the staples were removed. On (B)(6) 2016 the patient complained of ¿10/10 pain left knee ¿ this is causing right hip pain as well¿. The patient was status-post left total knee on (B)(6) 2016." "On (B)(6) 2016 the patient complained of left knee pain and swelling. Physical examination at this visit revealed the right hip to be unchanged and the left knee had a ¿small effusion, 0° to 125°, ambulating with cane."